Event description:
It was reported that the shock lead impedance of this right ventricular (rv) lead measured at 143 ohms, which was high out of range. Technical services (ts) examined impedance data and found that this had been a gradual rise over the last 2 years. No adverse patient effects were reported. Currently, this lead remains in service.